Event description:
Customer reported an insulin drip was started at 6ml/hr, vtbi 90ml. The nurse felt that the drip was going faster than intended. No pt harm or medical intervention reported. The customer did not provide any additional pt/event information.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). Although requested, the customer states that they do not know yet if pump module will be returned. A follow up report will be submitted with failure investigation results should the device be returned for evaluation.